Event description:
It was reported that the patient complained of dizziness and ventricular high rate (vhr) episodes with short v-v intervals were noted with the ventricular lead. It was also reported that the patient had a holter monitor applied and there were noted pauses on holter tracings with a lower rate of 20 bpm. It was also reported that ventricular lead impedance at time of device change out had decreased. The ventricular lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.